Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). There was blood inside and on the shaft. There were numerous kinks throughout the shaft. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. The valve was opened when received. An attempt was made to close the valve, and the valve was successfully closed. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. After crossing the interatrial septum, the dilator was removed and the physician found the watchman® access system hemostasis valve was not fully closed during the procedure. This caused back bleeding. The physician used another watchman® access system to complete the procedure. There were no patient complications and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. After crossing the interatrial septum, the dilator was removed and the physician found the watchman access system hemostasis valve was not fully closed during the procedure. This caused back bleeding. The physician used another watchman access system to complete the procedure. There were no patient complications and the patient's condition is stable.